Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that the implantable cardioverter defibrillator's (ICD) right ventricular setscrew came out with the wrench. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.